Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion with no tortuosity or calcification in the left anterior descending artery, the 2.5 x 15 mm xience v stent delivery system (sds) was advanced for direct-stenting. No resistance was noted during advancement. An attempt was made to inflate the device with a non-abbott inflation device; however, the inflation device continued to read 0 atmospheres (atm). The inflation device was changed; however, this one also read 0 atm. The xience v sds was removed without issue, and a new xience v was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation difficulties were able to be confirmed due to a tear in the shaft. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the lesion was not pre-dilated prior to advancing the xience stent delivery system. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is not likely that the failure to pre-dilate the lesion contributed to the reported difficulties.